Event description:
It was reported that the outcome was resolved without sequelae. The patient had no further symptoms and discontinued bactrim.

Manufacturer narrative:
Product ID: 3889-28 lot# v673560, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had frequent urinary tract infections. The patient was placed on bactrim ds 800 mg twice daily continuously as a preventive measure. The event was considering ongoing.